Manufacturer narrative:
(B)(4) common device name - correction-the g5 system is associated with product code pqf. Product code pqf is not currently available in common device name. If follow-up, what type?: correction.

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, of a detached sensor wire that was retained in the patient's skin. The sensor was inserted at the abdomen on (B)(6) 2016. Patient's grandfather reported that when the sensor was removed, he did not visualize the sensor wire at the skin side of the sensor pod. Location of retained sensor wire is left side of abdomen by hip bone. Patient's grandfather spoke to pediatric surgeon on (B)(6) 2016. The pediatric surgeon advised that the sensor wire will eventually work itself out like a splinter. At the time of call patient is in good health. No additional patient or event information was provided. No product or data was provided for investigation. The reported event could not be confirmed. The root cause could not be determined.